Manufacturer narrative:
(B)(4). D10-medical product nexgen stemmed tibial component precoat size 5 item# 00598004701 lot# 62912666 g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient was revised approximately nine years four and a half months post implantation due to aseptic loosening. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, b7, d2, g1, g3, g6, h1, h2, h6 and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided pictures identified that the explanted femoral and tibial lcck components, along with the polyethylene tibial insert, exhibit biological debris consistent with in-vivo use. Operative notes provided and reviewed state that the patient underwent a left total knee revision procedure due to aseptic loosening of previously implanted lcck components. The operation used a midline incision with a medial parapatellar approach, included scar tissue excision and lateral release, and involved implantation of a cemented lcck femoral component, stemmed tibial component, articular surface, and stem extensions. During the revision, the femoral and tibial components were explanted and converted to a rotating hinge knee (rhk) construct. The all-poly patella was retained. No complications were noted during the initial procedure. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on review of the operative notes provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.